Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. Defect was detected: e-3 and discolored chemistry. Most likely underlying root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted into the meter. During the call on 05/11/2020, the customer felt well and did not report any symptoms. Medical intervention was not reported at the time of the call on as a result of the meter¿s readings. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/26/2020 and open vial date is 04/27/2020. During the call, a blood test was performed by the customer and produced e-3 error using truetrack meter. The customer then performed another blood test using a new vial of test strips and obtained a result of 171 mg/dl non-fasting using truetrack meter.